Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Fdd, fdp, and fdc codes apply to the lead only. The ens was included as part of the system report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had to tape the wire back on their back because it came lose last night. The patient stated that the wire is ok and is still working. No patient symptoms were reported. No complications were reported or anticipated.